Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient had their lead removed on (B)(6)2018 and it was replaced with a plug in the battery. The manufacturer representative stated that the patient did well and stimulation from theother leads were working well. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's stimulation wasn't where it needed to be and it tightened their muscles when they turned the amplitude up. The patient's device was reprogrammed. Impedances were within the normal range and an x-ray was performed. It was reported that the patient's cervical lead migrated to the thoracic region and was anterior. The patient had a follow up appointment on (B)(6) 2018 to discuss their action plan. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the cause of the patient's lead migration was not undetermined. It was suspected when the reprogramming was done on (B)(6) and confirmed with x-rays. The plan is to remove the cervical lead which is mid thoracic and anterior and they will leave the thoracic lead and battery implanted. The date of the revision have not been set yet. No further information was reported. Additional information: it was reported that the patient will have their cervical lead removed on (B)(6) 2018. No further information was reported.

Event description:
Additional information was reported that the patient had their leads removed. The caller stated they read from an op note that the patient had a migration of c-spine from c2 to t7 and the procedure was (B)(6) 2018. The caller read another note that said, lead removed on (B)(6). The caller found an x-ray taken in 2019 that showed leads in the occipital region. No further information was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.